Event description:
It was reported that the scans on the itrak 3500l system are not registering on the unit. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Investigation identified that the CT scan loaded on the system was not performed correctly such that the system could not perform auto registration. Advised the facility of the findings. The system found to be working as intended and returned to service.